Event description:
It was reported that the stenoscope sys had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the left monitor. Sys operates an intended.